Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Omitted information pertaining to pump being unattached (B)(4) and ptm carrying case (B)(4). Information was received from a consumer regarding a patient receiving fentanyl (20 mg/ml at 10.991 mg/day) and bupivacaine (1200 mcg/ml at 659.4 mcg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that for the a few months it was unknown whether the pump was functioning all the time. It was noted that the patient was experiencing severe cramps, like she had not had a bolus. The patient was directed to follow up with her healthcare provider. No further complications have been reported as a result of this event.